Event description:
It was reported that during a colostomy reversal procedure, during the second firing while taking down the colostomy, firing across the colon, the staples deployed into the tissue but were not through the top of the tissue. The staples did not form. Another reload was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.